Event description:
The report stated that during a laparoscopic adrenalectomy two atlas instruments were tried with the generator. The generator did not detect that either device was plugged into it. The operator restarted the generator and reset it, but the problem persisted. The operation was converted into an open surgery. The customer also reported that they checked out the generator the day before themselves.

Manufacturer narrative:
The return of the incident generator and handpieces has been requested. To date they have not been received for evaluation. Additional questions in regard to the incident have also been asked. If the samples are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.